Manufacturer narrative:
Bayer case number: (B)(4). Intense pain [pelvic pain female] case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("intense pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: the association brings together women facing serious side effects and intense pain after the placement of sterilisation implants. It wants national awareness of this problem and as a minimum an information letter to be sent to all women who have had an implant. There are over 200,000 women who have had an implant intended to be permanent. Over 30,000 women have already had them removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2024: quality safety evaluation of product technical complaint. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) intense pain [pelvic pain female] . Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("intense pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: the association brings together women facing serious side effects and intense pain after the placement of sterilisation implants. It wants national awareness of this problem and as a minimum an information letter to be sent to all women who have had an implant. There are over 200,000 women who have had an implant intended to be permanent. Over 30,000 women have already had them removed. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.